Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged out of the targeted annulus location. The valve was successfully snared back into the ascending aorta. A second valve was successfully implanted with no adverse patient effects were reported.

Manufacturer narrative:
Conclusion: potential factors that can influence a pop-out / dislodged valve include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, and a number of others, but a root cause could not be established from the information available. Medtronic will continue to monitor for similar events. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.